Event description:
It was reported by patient with diabetes that she was unable to fully use 3 cleo 90 infusion sets. 1 was an adhesive event and 2 were bent cannulas leading to line blocked alarm. The adhesive event occurred during training. She stated that the adhesive pad became folded on itself when attempting to insert the infusion set and she was unable to use it and resolved the issue by successfully inserting the next one she tried. Then, she experienced 2 separate line blocked events. She stated that she pulled out the cannula and both times the cannula was bent. She resolved her issue by changing the site portion of the set and alarms have ceased. The event occurred during use and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.